Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 bursts of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. No additional adverse patient effects were reported. Patient is on medication. Product remains in service. Additional information indicates the patient exhibited another episode of af with rvr, but the device delivered only 2 bursts of atp. Additional information was received indicating that during an atrial fibrillation (af) with rapid ventricular response (rvr), this device delivered a single inappropriate shock, which converted the af. Technical services (ts) was consulted, and programming enhancements were discussed. No additional adverse patient effects were reported. This device remains in service.